Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) (150 mcg/ml at 53 mcg/day) via an implantable pump. It was reported that the pump flipped multiple times but could not recall when it began. His guess was late january. The patient loss a lot of weight due to illness which was unrelated to the pump. They tried to flip it again. The pump was re-anchored. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. 2025-05-30 dtrak 00021840994059 (hcp/rep): additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that they wanted to verify if the pump was still in use. The healthcare provider stated that the patient had a surgery fixing his pump but remains active. They submitted potential complaint due to "fixing".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.